Event description:
Complainant alleged that the device displayed a "defib pad short" message. Complainant did not indicate that there was any patient involvement in the reported malfunction. Complainant indicated that during subsequent testing, the reported malfunction was not observed, however, the device was unable to obtain an ECG signal.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.